Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery would take longer than usual to charge. There was no reported adverse impact to the customer's blood glucose level. The customer received alternate charging supplies to address the issue.